Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of herpes simplex is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected around the lips with 2cc of juvéderm® ultra plus xc. A couple days after injection, patient complained of herpes-like/cold sore and tingling sensation around the upper and lower lips. Patient was given antivirals for the cold sores/herpes. Hcp reported that "further inspection, the patient never had any herpes or cold sore appear, but the sensation continue to occur."